Event description:
It was reported that the customer's insulin pump turned off. The customer changed the battery every time she was bolusing and the amount of insulin was not delivering. The customer stated that the device did alarm no delivery during bolus. While attempting to troubleshoot the customer noticed that threads at the battery compartment were worn out and missing. The customer mentioned having a car accident while driving in (B)(6) due to her sugar level being low and customer forgot to eat. The blood glucose at time of call to paramedics was 20. The caller attempted to treat with the device and treated with manual injections. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no blank display. The insulin pump was able to deliver boluses with no blank display noted. The insulin pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error test. All operating currents were within specification. The off no power alarm functioned properly. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to a prime anomaly. The insulin pump had a broken battery tube threads, minor scratches on the display window, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and cracked reservoir tube window. No damage was noted on the display board isolation tape.